Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report#: 3006705815-2018-01649. It was reported the patient was unable to set her ipg into MRI mode due to low impedance and high impedance being present on a single contact of each lead. As a result, the patient underwent surgical intervention and the doctor decided to explant the patient's scs system.